Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's first ins was replaced because the "battery and charger malfunctioned". The patient did not provide further information regarding the event. No further complications reported.